Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call compromised force sensor system alarm message on the insulin pump. Customer's blood glucose level was 138 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to protruded/loose drive support disk. The insulin pump was unable to perform prime test due to loose drive support disk. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.